Manufacturer narrative:
The information provided about the event date with the initial report was incorrect. The auto mode information submitted incorrectly with the initial report.

Event description:
It was stated that, as the insulin pump is 630g the auto mode is not available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2020 and on (B)(6) 2020. Blood glucose was around 60 mg/dl at the time of the incident. The customer was at 58 mg/dl at the time of the call. The customer was taken to the emergency room on both instances. The customer was given sugar and glucagon to treat. The customer experienced symptoms such as seizures. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer stated their bolus wizard was delivering too much. During troubleshooting, customer recalls insulin dripping from end of set before connecting at their site. The insulin pump will be returned for analysis.